Manufacturer narrative:
The device was not returned; therefore, the customer complaint could not be confirmed, and the event cause could not be determined. In addition, no images were provided for review. The customer reported that the patient¿s vessel tortuosity was severe and the pipeline flex braid was not positioned on the bend. It's possible that the "severe vessel tortuosity" may have contributed to the reported issue. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of the medtronic flow diverter would not open after it was resheathed and deployed for the third time. Prior to the event, the flow diverter was deployed about ¾ on the first deployment without any issues, but it was decided that the distal landing should be more distal, so the flow diverter was retracted and deployed a second time. Then it was retracted due to pull back. Upon the third deployment, the malfunction occurred when it was deployed approximately 50%. The flow diverter was not positioned on a bend. It was on a straight segment of the vessel when it was pulled back. No additional attempts were made to open the flow diverter. The flow diverter was resheathed and removed with the microcatheter, and a new medtronic flow diverter was implanted without any problems along with a second flow diverter. Post procedural images were great and the patient was fine when they left the procedure. The patient was undergoing embolization of an unruptured fusiform aneurysm measuring 20mm x 8mm located in the superior hypophyseal segment of the internal carotid artery (ica). It was unknown if the patient was on dual antiplatelet treatment. The patient¿s vasculature was severe in tortuosity. The distal and proximal landing zone was 3.5mm x 5mm. The device will not be returned as it was discarded.